Event description:
It was reported that during a da vinci surgical procedure, it was noted that the jaws would not align on the fenestrated bipolar forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments grip tips were bent. One grip was bent, causing side to side misalignment of grips. There was a .025 offset at the tips. The bent grips had a separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. The bent damage may have been likely due to mishandling/misuse. The instrument passed electrical continuity testing. Failure analysis investigation also found the instruments pitch cables were frayed. The conductor wires were intact and undamaged, but the drive cable was frayed. The pitch down cable was frayed at the distal clevis hub. Frayed stands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's pitch cables, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.